Manufacturer narrative:
Gender was not provided. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, swab cultures taken from the patient's percutaneous lead exit site were positive for staphylococcus pseudintermedius. The patient presented to the clinic for further review of the percutaneous lead exit site. The patient had been experiencing rigors, although afebrile while at the clinic. The patient was admitted and administered intravenous antibiotics (cefazolin 1 gram, three times per day) for 3 days. The exit area was also topically dressed with inadine. An ultrasound of the percutaneous lead exit site showed a small superficial collection that was open around the wound edges. Blood cultures and further wound swabs were taken. The blood test results showed elevated levels of c-reactive protein (crp) (67 mg/l from 7 mg/l), and the patient was also noted to have some symptoms of gout. The labs also showed that the white blood cell count was trending upwards from 6.00 x 10^9/l to 9.75 x 10^9/l. The patient was discharged after 4 days in the hospital and was given oral cephlexin to be taken for a 14 day duration. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. A correlation between the device and the reported driveline exit site infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.